Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted mitral annulus calcification was present, resulting in difficult imaging. The clip was inserted and deployed on the leaflets. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. The reported difficult imaging appears to be due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.